Event description:
Rapid response event, patient was to be intubated for airway protection/agonal breathing. Dr. Attempted direct laryngoscope mac 3 or mac 4 provided in the crash cart. Neither blade worked. Batteries were dead. Blades were within date and not expired. Packages sealed and appeared untampered with. Patient was ultimately intubated with a glidescope go without incident. Staff went to the ICU to check with other blades stored in their primary and again the mac 3 and mac 4 blades do not work. Not expired, various expiration dates, different lot numbers. These should be pulled from crash carts and shelves as this could be a huge safety issue. We have had multiple failures with different lot numbers. Staff pulled 5 random off the storage shelf in ICU, there were 3 that failed to light. Supply pulled 4 random for patient safety to try and found items that were dim. We had reports of some failing in the or by word of mouth that anesthesia denied but then within a week of our identifying this and asking for us to receive any failures, we received 1 from operating room. All of these were within dates. We assumed the batteries were failing early but the ones spd [sterile processing department] pulled were all newly received and one was still dim. Below are additional defective items identified as well. Lot - expiration; 201101080 - 10/1/2025; 200902793 - 8/1/2025; 210303606 - 2/1/2026; 210100662 - 12/1/2025; 241001748 - 9/1/2029; 210801845 - 7/1/2026; 240500783 - 4/1/2029; 230800842 - 7/1/2028; 200902823 - 8/1/2025. If you look at maude database, there were 10 reports on this product in the last calendar year. Manufacturer response for flexicare britepro mac 4, britepro mac 4 (per site reporter). They will evaluate but sites continue to find many defective items. Manufacturer response for flexicare britepro miller 4, britepro miller 4 (per site reporter). Many are found still in stock and ready for evaluation where they dont function. Manufacturer response for flexicare britepro solo miller 3, flexicare britepro solo (per site reporter). They took it back for further evaluation. Manufacturer response for flexicare britepro solo mac 3, flexicare britepro solo (per site reporter). We have many defective items and site has returned them to the rep for further evaluation.